Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve truseal watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were used. After deployment of the closure device, an unexpected resistance was felt, which pushed the closure device out of the laa. Since the placement was too proximal, a full recapture of the closure device was performed and the closure device was discarded. Upon full recapture of the closure device, the was kinked unintentionally. The was was removed from the patient and a new double curve was was used to complete the procedure. No patient complications were noted.